Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered.sections were left blank as the customer's age and weight are unknown. The di# in section was left blank as it could not be determined.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next usb meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.